Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Although the device passed all testing, investigation of the available information determined this device's delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks from the device, while riding a bike. The episodes appeared to show t-wave oversensing. The first shock induced ventricular fibrillation (vf), which was successfully treated by the device, then another inappropriate shock was delivered. The patient was hospitalized overnight after the event occurred, then had a follow up with their physician after the weekend. The patient reported passing out during the episodes and falling, injuring their ribs. The field representative reported that the sense vector was reprogrammed from primary to alternate and an exercise test would be performed. Data from the exercise test was reviewed by technical services and showed the alternate vector would not be suitable, as the amplitude diminishes from 1.0mv to 0.1mv. Technical services discussed an ep study to further evaluate the observed clinical changes showing more frequent ectopy/aberrancy and potential rate dependent bundle. No additional adverse patient effects were reported. The device remains implanted and in service. It was later reported that the s-ICD system was explanted and replaced with a transvenous system, due to the inappropriate shock therapy and the rate dependent bundle branch block that was not able to be mitigated with reprogramming. No additional adverse patient effects were reported. The explanted device and electrode were returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received inappropriate shocks from the device, while riding a bike. The episodes appeared to show t-wave oversensing. The first shock induced ventricular fibrillation (vf), which was successfully treated by the device, then another inappropriate shock was delivered. The patient was hospitalized overnight after the event occurred, then had a follow up with their physician after the weekend. The patient reported passing out during the episodes and falling, injuring their ribs. The field representative reported that the sense vector was reprogrammed from primary to alternate and an exercise test would be performed. Data from the exercise test was reviewed by technical services and showed the alternate vector would not be suitable, as the amplitude diminishes from 1.0mv to 0.1mv. Technical services discussed an ep study to further evaluate the observed clinical changes showing more frequent ectopy/aberrancy and potential rate dependent bundle. No additional adverse patient effects were reported. The device remains implanted and in service. It was later reported that the s-ICD system was explanted and replaced with a transvenous system, due to the inappropriate shock therapy and the rate dependent bundle branch block that was not able to be mitigated with reprogramming. No additional adverse patient effects were reported. The explanted device and electrode were expected to be returned for analysis.